Manufacturer narrative:
The report received from the field states that physician tried to use the first powerflex p3 ((B)(4)/ lot 15541420) balloon and the wire bound up inside the balloon. The balloon would not completely deflate/rewrap. The physician had to pull out his wire and guiding catheter to get the balloon out. No harm was done to the patient. The team opened a second balloon and the physician said there was no protector over the balloon when it was packaged and therefore, it was defective. This second balloon was not used in the patient. They opened up a third balloon, it appeared fine, they used it in the patient and it performed as expected without incident. No additional information was provided. One non-sterile powerflex p3 f5 7x4 80 was received coiled in a plastic bag. The balloon was inflated and deflated. No other anomalies were noted along the devices. A cordis 0.035 guide wire was introduced into the distal tip of the guide wire lumen without difficulty. An inflation/ deflation functional test was performed and the times were found within specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaints of guide wire lumen resistance/friction and deflation difficulty could not be confirmed through failure analysis. The analysis of the device with the resistance and deflation difficulty had no issues when a guide wire was introduced into the returned specimen and was found to inflate and deflate within specified parameters. The resistance friction with the guide wire the customer encountered during the procedure may be related to procedural factors such as ensuring proper flushing of the guide wire lumen and proper hydration of the wire being used. The reported customer complaint of balloon 'packaging/pouch/box missing component' was confirmed however since the unit had residues of saline and had been inflated and deflated the exact cause for the complaint could not be determined. There are controls in place to prevent damaged products from being distributed. There is no indication in the review of the analysis, the device history report reviews and the reported information of any design or manufacturing related issue therefore no corrective actions will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the field states that physician tried to use the first powerflex p3 (4207040s/ lot 15541420) balloon and the wire bound up inside the balloon. The balloon would not completely deflate/rewrap. The physician had to pull out his wire and guiding catheter to get the balloon out. No harm was done to the patient. The team opened a second balloon and the physician said there was no protector over the balloon when it was packaged and therefore, it was defective. This second balloon was not used in the patient. They opened up a third balloon, it appeared fine, they used it in the patient and it performed as expected without incident. No additional information was provided.